Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 is being used to capture the reportable event of surgery. The product was returned but there was no analysis performed. This supplemental report is being filed to correct the a4: weight, rfb weight, a4: unit of measure - weight, b2: outcomes attrib to adv event, h6: patient code and patient code description.

Event description:
It was reported that this defibrillator was part of a system revision due to infection. There were no additional adverse patient effects reported. The defibrillator was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillator was part of a system revision due to infection. There were no additional adverse patient effects reported. The defibrillator was explanted.